Event description:
It was reported that the device was use during a thoracotomy. It was reported by the rep that the ez45b would not fire. The case was finished with a new device. There was no consequence to the pt.